Event description:
Reportedly, after approximately 13 months of implant the associated ICD could not be interrogated upon several attempts. It was indicated that the ICD was removed and revealed a "spot of molten titanium" on the housing, which may be an indication of an arc from a high voltage lead conductor due to a lead insulation issue.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.